Event description:
The following has been reported: biomed reported: "pump problem patient harm: unknown. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned due to mechanical hardware failure (av sticky valve). The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device was opened and inspected for internal damage. The fva valve pins and channels, and the loading pins and loading pin channels were cleaned and did have debris on them. Both the fva lip seals and the loading pin lip seals will be replaced in repair.